Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a 31-year-old female patient who had essure (batch no. 789032) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included flank pain, abnormal cervical cytology and uterine bleeding. Previously administered products included for drug allergy: penicillins; for an unreported indication: ciprofloxacin. Concurrent conditions included body mass index normal, dysuria, renal stone, ureteral calculus and pyelonephritis. On (B)(4)2011, the patient had essure inserted. On (B)(4)2011, 27 days after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(4)2012, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(4)2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), anaemia ("anemia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse"), fatigue ("fatigue"), weight decreased ("weight loss"), gastrointestinal disorder ("gastrointestinal"), dyspepsia ("digestive"), abdominal pain ("left abdomen/ right abdomen") and stress ("stress"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(4) 2012. On (B)(4)2012, the vaginal discharge had resolved. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown and the hormone level abnormal, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, anxiety, anaemia, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight decreased, fibromyalgia, gastrointestinal disorder, dyspepsia, abdominal pain and stress had not resolved. The reporter considered abdominal pain, anaemia, anxiety, cystitis, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, stress, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: essure confirmation test shows normally positioned, internal tip within less than 3cm from the cornua. One of the coils was slightly lower. On (B)(4) 2012, she had laparoscopy and (B)(4)2012, she had removal of jp drain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Hysterosalpingogram - on(B)(4)2011: bilateral tubal occlusion. Current weight was 107 lbs. Most recent follow-up information incorporated above includes: on(B)(4)2018: reporters added case become medically confirmed. Historical drug, historical condition, concomitant disease, laboratory test were added. Added suspect drug indication and lot number. Added events hormonal changes, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: anxiety, autoimmune disorder type of disorder: anemia, migraines / headaches, nausea, dysmenorrhea (cramping), vaginal discharge, fatigue, weight gain / loss specify which one: weight loss, gastrointestinal or digestive; dyspareunia (painful sexual intercourse). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a 31-year-old female patient who had essure (batch no. 789032) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included flank pain, abnormal cervical cytology and uterine bleeding. Previously administered products included for drug allergy: penicillins; for an unreported indication: ciprofloxacin. Concurrent conditions included body mass index normal, dysuria, renal stone, ureteral calculus and pyelonephritis. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 27 days after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (urinary tract)"), anxiety ("anxiety"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse"), fatigue ("fatigue"), weight decreased ("weight loss"), gastritis ("gastritis"), gastrooesophageal reflux disease ("gerd"), mood swings ("mood swings") and night sweats ("night sweats"). On (B)(6) 2012, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder)"), vaginal infection ("infection (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anaemia ("anemia"), migraine ("migraines"), headache ("headaches"), gastrointestinal disorder ("gastrointestinal"), dyspepsia ("digestive"), abdominal pain ("left abdomen/ right abdomen") and stress ("stress"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2012. On (B)(6) 2012, the vaginal discharge had resolved. At the time of the report, the pelvic pain, genital haemorrhage, gastritis, gastrooesophageal reflux disease, mood swings and night sweats outcome was unknown and the hormone level abnormal, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, anxiety, anaemia, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight decreased, fibromyalgia, gastrointestinal disorder, dyspepsia, abdominal pain and stress had not resolved. The reporter considered abdominal pain, anaemia, anxiety, cystitis, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, fibromyalgia, gastritis, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, stress, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: essure confirmation test shows normally positioned, internal tip within less than 3cm from the cornua. One of the coils was slightly lower. On (B)(6) 2012, she had laparoscopy and (B)(6) 2012, she had removal of jp drain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: bilateral tubal occlusion. Current weight was 107 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of product technical complain update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a 31-year-old female patient who had essure (batch no. 789032) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included flank pain, abnormal cervical cytology and uterine bleeding. Previously administered products included for drug allergy: penicillins; for an unreported indication: ciprofloxacin. Concurrent conditions included body mass index normal, dysuria, renal stone, ureteral calculus and pyelonephritis. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 27 days after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (urinary tract)"), anxiety ("anxiety"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse"), fatigue ("fatigue"), weight decreased ("weight loss"), gastritis ("gastritis"), gastrooesophageal reflux disease ("gerd"), mood swings ("mood swings") and night sweats ("night sweats"). On (B)(6) 2012, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder)"), vaginal infection ("infection (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anaemia ("anemia"), migraine ("migraines"), headache ("headaches"), gastrointestinal disorder ("gastrointestinal"), dyspepsia ("digestive"), abdominal pain ("left abdomen/ right abdomen") and stress ("stress"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2012. On (B)(6) 2012, the vaginal discharge had resolved. At the time of the report, the pelvic pain, genital haemorrhage, gastritis, gastrooesophageal reflux disease, mood swings and night sweats outcome was unknown and the hormone level abnormal, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, anxiety, anaemia, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight decreased, fibromyalgia, gastrointestinal disorder, dyspepsia, abdominal pain and stress had not resolved. The reporter considered abdominal pain, anaemia, anxiety, cystitis, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, fibromyalgia, gastritis, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, stress, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: essure confirmation test shows normally positioned, internal tip within less than 3cm from the cornua. One of the coils was slightly lower. On (B)(6)2012, she had laparoscopy and (B)(6)2012, she had removal of jp drain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Hysterosalpingogram - on (B)(6)2011: bilateral tubal occlusion. Current weight was 107 lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events gastritis, gerd, mood swings and night sweats added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a 32 year-old female patient who had essure inserted (lot no. 789032) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pyelonephritis, inguinal pain, vaginal cuff dehiscence, abnormal uterine bleeding, abnormal cervical cytology and flank pain. Previously administered products included: penicillin nos for drug allergy and ciprofloxacin. Concurrent conditions were listed as chronic cervicitis, adenomyosis, ovarian cyst, visual disturbance, fatigue, malaise, pyelonephritis, ureteral calculus, renal stone, dysuria and body mass index normal. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011 she experienced pelvic pain (seriousness criteria medically important and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (urinary tract)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gerd"), mood swings ("mood swings") and night sweats ("night sweats") and was found to have weight decreased ("weight loss"). In 2011 she experienced gastritis ("gastritis"). On (B)(6) 2012 she experienced fibromyalgia ("fibromyalgia"). On unknown date she experienced genital haemorrhage (seriousness criterion medically important), cystitis ("infection (bladder)"), vaginal infection ("infection (vaginal)"), anaemia ("anemia"), migraine ("migraines"), headache ("headaches"), gastrointestinal disorder ("gastrointestinal"), dyspepsia ("digestive"), abdominal pain ("left abdomen/ right abdomen") and stress ("stress") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). On (B)(6) 2012, vaginal discharge had resolved. Essure was removed on (B)(6) 2012. At the time of the report, the vaginal haemorrhage had resolved and the hormone level abnormal, heavy menstrual bleeding, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, anxiety, anaemia, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight decreased, fibromyalgia, gastrointestinal disorder, dyspepsia, abdominal pain and stress had not resolved. The outcomes for pelvic pain, genital haemorrhage, gastritis, gastrooesophageal reflux disease, mood swings and night sweats were unknown. The reporter considered abdominal pain, anaemia, anxiety, cystitis, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, fibromyalgia, gastritis, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, migraine, mood swings, nausea, night sweats, pelvic pain, stress, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure administration. The reporter commented: essure confirmation test shows normally positioned, internal tip within less than 3cm from the cornua. One of the coils was slightly lower. On (B)(6) 2012, she had laparoscopy and (B)(6) 2012, she had removal of jp drain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 19.651 kg/sqm. [Hysterosalpingogram] on (B)(6) 2011: results: bilateral tubal occlusion. [Ultrasound pelvis] (date unknown): elongated echogenic structure extending to the adnexa bilaterally and correlates with history of essure placement. Position of essure unchanged compared to previous study. Normal bilateral ovaries. [Ultrasound scan vagina] on (B)(6) 2012: assessment: normal results: positioned, internal tip within less; (date unknown): total hysterectomy. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: (B)(6) 2024: patients body weight & body mass index corrected. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.